Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Microscopic analysis did identify distal circumferential fracture and a misalignment of the fiber directional indicator (red octagon). The fiber presented several detritus (charred tissue) on the fiber tip indicating it was buried into tissue during use, which is discouraged according to the instructions for use (IFU). Also, red octagon the misalignment indicates that excessive force was applied to the fiber during use. The analysis revealed that the metal cap of the fiber was present and intact, therefore, the initial allegation of fiber tip detachment was not confirmed. It is likely that the fiber overheated when the tip was buried into tissue, leading to the overheating of the device and resulting in the distal circumferential fracture. It is possible that the debris adhesion likely contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber metal tip came off in the patient. The laser bridge was still intact and properly aligned at that time, so no force was needed to adjust or move it. The fiber tip was removed from the patient with forceps and washed out. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber metal tip came off in the patient. The laser bridge was still intact and properly aligned at that time, so no force was needed to adjust or move it. The fiber tip was removed from the patient with forceps and washed out. The procedure was completed with another fiber without patient complications.